Event description:
This device was implanted on (B)(6) 2011. Patient called patient services on (B)(6) 2012 and states that he can't get his remote to work with his device. Patient services gave patient medtronic's phone number. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).